Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was reduced to approximately 2.3 v or less. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.